Event description:
Information received indicates the bed has no trendelenburg function.

Manufacturer narrative:
The technician adjusted the trend limit switch and, the engage and disengage switches to repair the bed.